Event description:
During procedure, it was reported that it was impossible to release the hex wrench from the set screw in the pacemaker's header. A different pacemaker was used in order to complete the procedure and the patient was stable.